Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms#(B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the sample was in good condition, no damage observed. Visual inspect hl90, no moisture and fluid identify from front cover and main board. During functional testing, the warmer was ran for two hours and did not observe any leaks; found lcd and warmer temperature out of calibration. The root cause of the reported issue was found to be recalibration is required. During the inspection, also found the membrane switch was disconnected from the main board.

Manufacturer narrative:
One level 1 hotline blood and fluid warmer was returned for analysis in good condition. Visual inspection performed with no discrepancies noted. The warmer was run for 2 hours with no observed leaks but the lcd and warmer temperature were found out of calibration. The inspection also revealed that the membrane switch was disconnected from the main board. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer device started alarming low volume, but recirculation solution was above minimum solution level during priming of the hotline circuit. Moisture was noticed inside the case, on the clear plastic covering the lcd, and also on the clear plastic covering the high voltage section of the board. No patient involvement.